Event description:
It was reported that there was leakage from the infusion site. There was no patient harm or no patient injury. The event occurred while in use with patient.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no lot number has been provided.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.